Event description:
It was reported the patient had an implantable cardioverter defibrillator (ICD) placed the day prior to report. It was stated no one was aware the patient had an implantable neurostimulator (ins) until the patient mentioned it the day of report, but they weren¿t picking up anything unusual the day before report and it was unknown if the ins was off or not. It was noted they could do testing between the two devices they day of report. Reportedly, defibrillation threshold testing (dft) shocking was done on the patient as part of the ICD placement and they were concerned the ins could have been damaged. It was noted the patient had not been able to void all day.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was urinary dysfunction/sacral nerve stim. Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3889-33, lot# v223096, implanted: (B)(6) 2009, product type: lead. (B)(4).